Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, the physician noted that the patient had surgery for an atrio-esophageal fistula. Patient outcome was unknown at this time. The procedure was completed with cryo. Incoming information indicated that the patient is alive. The patient has not fully recovered post surgery and potentially may have some neurological deficiencies. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient possibly had suffered a stroke and has not recovered.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed 9 applications were performed with a balloon catheter on the date of the event without any system notices. A clinical issue was encountered after the procedure. The reported balloon catheter was not returned for investigation. There is no indication of catheter malfunction related to the adverse event. If information is provided in the future, a supplemental report will be issued.